Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded escape and act buttons on keypad traces. No button error alarm during testing. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. The blood glucose reading was 154 mg/dl. Customer could not recall any significant event leading to this alarm. Nothing further was reported.